Event description:
It was reported that the pump battery would not charge, leading to the pump shutting down. There was no reported impact to the customer¿s blood glucose level. The customer was advised by technical support to try different charging options, including using a known working wall outlet and different adapters, but the issue persisted. Consequently, technical support decided to replace the pump.